Manufacturer narrative:
Please disregard the comment "no adverse event" . "Devices are expected to be returned" however, this device was discarded.

Event description:
The complaint "initiator" reported a drill barrel was reported to be blocked.

Manufacturer narrative:
Identifying information, such as the lot number of the device was not reported to paragon 28. Devices are not expected to be returned for the manufacturer review/investigation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
Complaint investigator reported that a drill barrel seemed to be blocked. While drilling, plastic was escaping up the barrel along the drill and barrel dislodge from guide. No adverse event was reported.